Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they did some troubleshooting over the phone were told to turn off the gyroscope feature on the program. The patient noted that this was successful and was satisfied with the troubleshooting. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient switched from group a to group b and the therapy was fine at first, but after this change they experienced a shocking and jolting sensation while laying down. They stated that they were jolted out of consciousness and had been awakened by the sensation. They stated that it ¿zapped way up.¿ it was noted the patient had taken ¿a bunch of zanex¿ before this. They stated it felt like electrocution or like someone ¿takes a cattle prod to you.¿ the patient stated the sensation was at the target stimulation area below the waist. They reported that this had happened 3 times in the last 4 days and always while laying down. The patient stated that the shocking issue happened the night before they met the local representative (rep) on monday. It was noted that the rep made some programming changes, including enabling adaptive stimulation (as). The patient stated that the shocking even happened after they had lowered the amplitude and turned the ins off. They reported that they have since changed back to group a and have turned off the ins. Product services had the patient verify that the stimulation was on and that they were using group a and program 1 at 1.70 volts. The patient agreed to turn off as to see if it resolved the issue and product services assisted them in disabling it. The patient was to follow-up with the local rep regarding programming changes. The patient was redirected to contact their healthcare professional. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider which noted that the stimulator device was controlling the patient's complex regional pain syndrome, and that the pain control was about 70%. The patient had some breakthrough pain specifically around her left knee, left foot, and back pain. No further complications were reported or anticipated.